Event description:
The customer received questionably high calcium results on their integra 400 plus analyzer intermittently over the previous two weeks. A physician questioned approximately 6 samples that had been run over the past two weeks. The customer stated some of the patient samples were pulled for repeat testing. One patient sample had discrepant results. The patient's initial calcium result was 15.2 mg/dl accompanied by a data flag and it was reported outside the laboratory. The physician questioned the result. The customer retested two samples from the patient on the initial integra 400 plus analyzer. Both repeat results were 8.8 mg/dl. The customer considered the repeat results to be correct and on (B)(6) 2012 8.8 mg/dl was issued as a corrected report. There were no adverse events. The calcium reagent lot number was 65699801 and the expiration date was 07/31/2012. The field service representative could not duplicate the issue. He checked the instrument performance and found it to be within specification. It was noted the customer was using a fixed head stat spin centrifuge for five minute spins. This is not within the tube manufacturer's specification. For sample preparation.

Manufacturer narrative:
A specific root cause could be determined with the information provided. The quality control data around the time of the event was within range and a precision check performed by the field service representative exclude the application and reagent as a root cause. It was noted the customer is not centrifuging patient samples according to the tube manufacturer's recommendations. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.